Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently the vessel morphology was reported as there was disease progression with a change in the aortic neck formation and aortic neck dilatation. It was reported that a recent CT revealed that the talent stent graft has migrated distally 8-10 mm with a type I endoleak. The physician elected to treat the patient with implantation of an endurant 36x16x145 with another manufacturer¿s endo staples and a contralateral limb 16x16x124 and the migration and endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, migration), patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation and reformation); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation and reformation), known inherent risk of a procedure (endoleak, migration).